Event description:
The pt felt stimulation sensation was stronger when the implantable neurostimulator was turned on. It felt like a shock. The pt felt a strong shock when he turn the device on/off or when she tried to lower stimulation parameters. The battery indicator light of the neurostimulator was blinking. The patient heard a single beep when she tried to decrease stimulation parameters. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).